Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while accessing the radial artery the wire became unraveled when using the glidesheath. Wire was extracted via surgery. Intra-arterial access was not required. The patient is in stable condition. The procedure was aborted. Additional information was received on 7/10/2018. The wire was broken in the radial artery. The wire was surgically removed. The patient was having a left heart catheterization (lhc) procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.